Event description:
It was reported that the patient experienced a shocking and electrocuting sensation in the pelvic area while in the recovery room. She could not lift her leg without being shocked or zapped. This occurred with her device on and off. Her physician stated this could have occurred in result of "a kink or fluid around the lead". Further information is being requested from the hcp.